Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they were seeing an elective replacement indicator (eri) screen and that they met with a manufacturer representative (rep) who said it is no longer working. The patient does not see end of service (eos) yet. They see eri and off. They stated they do not have any function from it. This has been happening since about a week and a half ago. Additional information was received from the patient on (B)(6) 2020 reporting that they still have not seen eos message yet, but they still have tremoring in their hands. It was recommended to discuss with managing healthcare provider (hcp). The patient stated that the patient programmer (pp)/current/ins shows eri low battery, they wanted to know how long it will last and was scheduled for replacement surgery the following day. Eri information was reviewed for the patient and tried to assist the patient to clear the eri/check the voltage but was unsuccessful, because communication was too difficult. The patient stated they were implanted for tremor of the hand.